Event description:
It was reported that occlusion alarms occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues. There was no reported adverse impact. No backup insulin therapy currently available however, customer will reach out to their health care provider.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.